Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. As result, the lead was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.